Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a possible inappropriate shock. Technical services (ts) was contacted by the health care professional (hcp) with questions about whether the arrhythmia was ventricular tachycardia (vt) or supraventricular tachycardia (svt), and ts discussed with the hcp that it would be a clinical decision either way. The ICD system remains in service. No adverse patient effects were reported.